Manufacturer narrative:
(B)(4). Additional information: a CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was evaluated at the baxter compounding facility. Visual inspection revealed particulate matter floating in the solution. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume intermate had a fiber floating in the solution. This was identified during storage. The device was filled with an unspecified amount of flucloxacillin. There was no patient involvement. No additional information is available.